Manufacturer narrative:
The device was returned for analysis and 2 indents were found on the blades of the impeller. The markings were reproduced with a 0.027" guidewire on a sample impella rp device. We feel the root cause of the reported hemolysis was related to damaged impeller blades from guidewire interaction during removal of the wire.

Manufacturer narrative:
The impella device has been received and an investigation is underway. Upon completion, a supplemental MDR will be filed with the results of our analysis.

Event description:
The complainant suspected a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for support using the impella rp device. Approximately 6-12 hours into support, the patient was exhibiting signs of hemolysis as evident by dark red urine and elevated ldh values. There was no report of pfhg testing results to confirm hemolysis, however. As treatment, the pump was prematurely removed and replaced with a left side tandem heart and begun dialysis. Hemolysis improved.

Event description:
The complainant suspected a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for support using the impella rp device. Approximately 6-12 hours into support, the patient was exhibiting signs of hemolysis as evident by dark red urine and elevated ldh values. There was no report of pfhg testing results to confirm hemolysis, however. As treatment, the pump was prematurely removed and replaced with a left side tandem heart and begun dialysis. Hemolysis improved.

Manufacturer narrative:
The impella device has been received and an investigation is underway. Upon completion, a supplemental MDR will be filed with the results of our analysis.